Event description:
A malfunction alarm was reported on the pump, specifically malfunction code 16, indicating an issue with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a pump reset, but the malfunction code recurred. As a resolution, the pump will be replaced, and the customer will use multiple daily injections as backup therapy. The customer was instructed on how to put the pump into storage mode and to return it using a pre-paid label within 10 days.